Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen. On (B)(6) 2025, it was reported that at around 12:00 am, the son found the patient in his bedroom with seizure-like activity. Dexcom mobile device was showing 40 mgdl so the son called emergency medical services (ems). When ems arrived, they took manual bg and the value was at around 22 mgdl. Ems gave fluid via IV. Cgm value was not checked when the bg value of 22 mgdl was taken. Emergency medical team (emt) arrived at 1:30 am and left around 3:00 am and the bg was reading 140 mgdl. He was fine before ems left. They were not able to check the dexcom readings and not sure if dexcom was removed while ems was giving the IV. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.